Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had blank display even after inserting the new battery and the power loss alarm. The blood glucose was 186 mg/dl. Customer was able to successfully clear the alarm. Customer did not receive request to rewind pump. The customer assisted in clearing the alarm by pressing the down arrow key of his pump but it did not clear. The customer stated that battery cap was not damaged. Customer was able to successfully reset time and date, alarm cleared. The device will not be returned for the analysis.